Event description:
Boston scientific received information that an alert was issued for the lead safety switch (lss) being triggered on this pacemaker. Also, the device was at end of life (eol) seven months ago. Boston scientific technical services (ts) recommended replacing the device. This device is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Device indicated resets which occurred at or post-explant. The device was subjected to and passed automated electrical testing on the mate system commensurate with its battery status. It is concluded that the device met specifications for normal battery depletion. The lead safety switch noted in the allegation may have been a result of a problem with lead integrity. Analysis of the data in the device memory confirms that the lead impedance measurements for the last 52 week period were normal and stable. No further analysis will be performed.